Manufacturer narrative:
Device used for treatment, not diagnosis. Patient dob & weight not provided for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Report was initially submitted on oct 30, 2017, but the FDA site was down. Advised by FDA on nov 6, 2017 to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three instruments malfunctioned during a revision of a (tfn) trochanteric fixation nail system (original implant date unknown) for a longer tfn on (B)(6) 2017 due to nonunion of a subtrochanteric fracture of left femur. During extraction of the tfn helical blade, the helical blade coupling screw cross threaded into the helical blade and would not come apart. The coupling screw was rendered useless and the helical blade will not come off. The helical blade sleeve was discovered bent at the distal tip and the wire sleeve would not pass through the wire sleeve. Therefore, the helical blade would not go through the helical blade sleeve. Once the helical blade and nail were removed from the femur, a new tfn was inserted into the bone. There was a 5 minute surgery delay. No additional medical intervention was required. The patient was stable following surgery. This complaint is for one device. This complaint is for four devices that malfunctioned and will be linked to (B)(4) which is for the nonunion and the tfn nail. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Lot number, UDI updated returned to manufacturer subject device has been received and is currently in the evaluation process. DHR review: part number: 357.377, synthes lot number: is10365, supplier lot number: is10365, release to warehouse date: 30-nov-2009. Supplier: isimac machine co. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this products, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. The report indicates that the: customer quality (cq) engineering investigation: this complaint is confirmed. A helical blade coupling screw and helical blade were received stuck together. And as reported, the helical blade will not fit through the blade guide sleeve due to post manufacturing damage. The complaint condition was able to be replicated at cq and is due to the post manufacturing damage and incompatibility of designs. It is observed that the returned helical blade and coupling screw are for the tfn system, while the returned guide sleeve is for tfna system. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned devices as part of this investigation no product design issues or discrepancies were observed. Unable to determine a definitive root cause. Most likely due to excessive tightening of the coupling screw to helical blade causing a cross-threaded condition. It is also observed that the returned helical blade and coupling screw are for the tfn system, while the returned guide sleeve is for tfna system. The parts are not designed to interface with each other. A dimensional inspection of the threaded distal tip of the coupling screw could not be performed as it is inaccessible (stuck inside returned helical blade. The distal tip of the blade sleeve could not be dimensionally verified due to post manufacturing damage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Updated information, concomitant medical device added to complaint, original implant/therapy date is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: (B)(6) 2017: part 03.037.018 will be considered concomitant and added to complaint, as there is no allegation or adverse event against this part. Concomitant medical devices 3.2mm wire guide sleeve (part 03.037.018, lot unknown, 1 quantity).